Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had no pacing. It was indicated that a printed circuit board (pcb) was out of specification. It was recommended that the epg be scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for service. There was no patient involvement.